Event description:
It was reported, the patient claimed their ¿box was outdated¿. It was reported that the patient had surgery and ¿lost 7 days¿ and when they were in the hospital they were told the hospital ¿would replace it and not charge them¿ for ¿what should be implanted in them¿. It was confirmed, the patient was referring to needing an implantable neurostimulator (ins) replacement surgery. It was noted that the patient was ¿implanted with a 2004 stimulator and they put it in them in 2007 and was already outdated¿. It was noted that the patient¿s device is ¿gigantic¿ and they can¿t even lie on their back. It was noted that the patient has fractures in their back and their back is broken. It was noted, the patient is unsure if this has to do with their stimulator. It was confirmed the patient was initially implanted to treat rsd symptoms. It was reported, the patient¿s device shocks them and has been going on for quite a while but they have to have their device on. It was reported ¿they had to reprogram the patient and put all these wires on their head¿. It was unclear what the patient meant by this. It was noted, the patient kept having seizures from the frontal lobe of their brain. It was reported, the patient had never had seizures before the device was implanted and is not sure if it is unrelated to their device. It was noted that during one seizure the patient ¿hit the floor and busted out all of their bottom teeth¿. It was noted the patient had a stroke but the date was unknown.

Manufacturer narrative:
Product ID 377675, lot# v010031, implanted: 2007 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient (B)(4).